Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps had increased upstream occlusion alarms after software updates. This occurred during treatment with maintenance intravenous fluids infusing at 5ml/hr in the klarman 9-north area. The tubing was observed to be "kinked off in channel" and the tubing was 32 hours old. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.